Event description:
It was reported that the device was used during a laparoscopic birch. It was reported by the rep that from info gathered from the circulating nurse, (1) of the ems instruments misfired and the other only had (5) staples. The case was completed using (2) other ems staplers. There was no consequence to the pt.